Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a family member of a trial patient regarding an external neurostimulator (ens). Family member said the patient was in the hospital due to a collapsed lung. The next day, patient also said they were in the hospital all day. They further said they were in pain and thinks the wires were unplugged because they went back to their old voiding habits. No further patient complications have been reported as a result of this event.